Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm during an alarm condition. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.